Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient have not used the stimulator as it does not work well for them. Additional information was received from the patient. The patient called back and mentioned previously reported information regarding their implant not working for them. The patient added that they needed to have an MRI and have scheduled to have their implantable neurostimulator (ins) taken out. The patient also mentioned that they had a colonoscopy on (B)(6) and their healthcare provider (hcp) wanted them to have their implant removal at least 3 months after the colonoscopy. The agent reviewed compatibility information.